Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital due to the device not working properly. Two weeks later, the patient underwent surgical intervention to find that there was a crack in the right cylinder connecting tube; therefore, the pump was replaced. The patient improved after the operation. There were no patient complications reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital due to the device not working properly. Two weeks later, the patient underwent surgical intervention to find that there was a crack in the right cylinder connecting tube; therefore, the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
A correction was made to b3 event date and a2 age at time of event. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the pump found the tubing was cut down to the pump block and not returned for analysis. The pump passed the leak testing but did not pass the activation testing. Based on the information available, the reported observation of a crack in the tubing was unable to be confirmed; however, the pump did not meet product specifications, so the most probable cause was traced to component failure.